Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The customer had congestive heart failure and heart issues since 1991. The customer's blood glucose at the time of death was 135 mg/dl. The customer was wearing the insulin pump at the time of death. The customer had sensors but had not used them in a bit and was not wearing a sensor at the time of death. The caller did not want to return the insulin pump for analysis; they wanted to donate the device. No further information is available at this time.